Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was turned on and off several times and no issues were found. The device was tested and an unrelated issue was found and corrected. The reported malfunction could not be duplicated.

Event description:
It was reported that during use a ventilator's touchscreen was erratic. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event. Additional information was requested however was not received from the customer.